Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the burr device was stuck inside the motor device. The unit was tested and it was confirmed that the burr device and the attachment device were in the handpiece device. It was further determined that the reason why the device was stuck together was because the handpiece device, without the attachment device assembled, was placed in the run position and the user assembled (couples) the attachment device and cutter device, which locked them together and therefore could not be disassembled. It was determined that the issue was consistent with user error. It was further determined during the functional assessment that, the device had high temperature, which exceeded the maximum allowable temperature of 118°f (actual temperature reported was 119.3°f). It was determined that this issue was consistence with normal wear. Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to various worn components and from normal wear out over time and user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during post-surgery, it was discovered that the burr device was stuck inside the motor device, preventing the removal of the attachment device. During in-house engineering evaluation, it was observed that the device had high temperature; which exceeded the maximum allowable temperature of 118°f (actual temperature reported was 119.3°f). It was reported that a spare motor device and attachment device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.